Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling and the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were both replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion (dso) seal, and there were scratches on the lens. There was no patient involvement.